Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7.5f sheath after a heart catheterization procedure. Reportedly, there was no blood flow from the marker lumen. The guide wire was reinserted and the device was removed. During re-flushing of the marker lumen a break in the marker lumen was observed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve arterial blood marking was confirmed. Inspection also confirmed that the marker lumen was broken. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.